Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold a day after it was implanted. This lead was repositioned, and the measurements are within limit thereafter. This rv lead remains in service. No additional adverse patient effects were reported.